Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that five months after surgery the (lcp-df) locking compression plates distal femur is broken. There was no report of surgical delay. This report is 1 of 1 complaint (B)(4).

Event description:
It was reported there were two broken screws as well as the broken plate. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: event date: unknown. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigations included inspecting the manufacturer documents, technical drawing and the raw-material inspection sheet of the supplier. The proximal fracture surfaces (part a and b) of the implant were investigated by scanning electron microscopy (sem). The gold anodized lcp-df is made of the (B)(4)-alloy. The examination of the manufacturing documents of the producer and the raw-material inspection sheet of the supplier showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The dimensions of the investigated lcp-df (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. Macroscopically visible lines of rest are shown on the fracture surfaces and are a sign for a fatigue failure. When examining the proximal fracture surfaces (part a and b) of the lcp-df using the scanning electron microscope (sem), the initial fracture areas and the fracture behaviour were identified. The crack started at the upper side of the plate and ran into the material. Close to the initial fracture zone of part b, a mechanical damage and some material smearing are documented. After breaking, the two plate fragments rubbed against each other causing some destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and nearby. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed mainly dimples and partially areas with a transition zone (fatigue striations and dimples). Approximately 50 % of fracture surface of part a and approx. 60 % of the fracture surface of part b shows dimples. The areas with dimples correspond to the forced fracture zone. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to high dynamic bending loads (one sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp-df. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.